Event description:
A customer reported a cartridge alarm 30 occurrence. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer successfully loaded a new cartridge using proper techniques with assistance from technical support, resolving the issue. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.